Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case, pillowing keypad overlay, keypad overlay peeling, corroded battery tube, stained keypad overlay, label damage, cracked case ,and cracked case-corner of belt clip rails. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify keypad anomaly due to display anomaly. No damage noted at keypad traces.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case, pillowing keypad overlay, keypad overlay peeling, corroded battery tube, stained keypad overlay, label damage, cracked case, and cracked case-corner of belt clip rails. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify keypad anomaly due to display anomaly. No damage noted at keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not turning on. The customer's blood glucose was unknown at the time of incident. The customer changed the batteries thrice but the insulin pump did not turn on. The customer was informed that the keypad of the insulin pump was damaged and it may be the reason of the insulin pump not turning on. The device is not expected to be returned for analysis.